Manufacturer narrative:
Date of event: only event year is known. This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Investigation summary: the complaint device (unk - screws: locking) was not received for investigation. A photo investigation was performed. The images were reviewed, and the complaint condition is confirmed. After review of the x-rays provided, a plate and screw construct is present at the proximal section of the right clavicle with (1) screw that appears to have migrated, it is no longer fully seated at the plate surface in comparison to original position. Nevertheless, it cannot be confirmed to be a synthes product since there is no product specifications. A manufacturing record evaluation cannot be performed due to lot number being unknown. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. No DHR review was completed since no lot number was supplied via photo or additional information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, three weeks after the surgery it was discovered that the screws were broken. This report involves one (1) unknown screw. This is report 4 of 4 for (B)(4).